Manufacturer narrative:
The device (lot#mk786852) was returned to the manufacturer for evaluation of the reported ¿tissue pad melted off¿. The device was attached to the test generators, usg-400/esg-400, and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches were functional. A visual inspection was performed on the device; there was some tissue buildup at the distal end jaw. The ptfe pad (teflon pad) was inspected and found the teflon pad was lifted with metal exposed. The distal end of the device was inspected under a microscope and found charred marks to the probe unit. The wiper movement was normal, the consistency of movement of the handle and jaw, the handle load and the rotation of the knob torque were normal. Based on the evaluation and similar reported events, the potential cause for the damaged teflon pad is most likely due to no tissue or insufficient tissue between the probe and jaw when the device is activated. As a preventive measure, the instruction manual provides the following to mitigate the risk of device damage and injury to the patient: - do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Prepare a secondary method for achieving hemostasis or dissection, e.g. A spare of the thunderbeat instrument, and a back-up of the transducer.

Event description:
The manufacturer was informed that during the middle of a total laparoscopic hysterectomy procedure, the teflon pad on the distal end of the device had melted. The tissue being worked on at the time was the uterine sacral ligament. There were no fragments that fell off the damaged teflon pad and it was unknown if there was metal exposed. The intended procedure was completed using a second like device from another lot. There was no patient injury reported. Additionally, the device, the associated equipment and connections to the generator were all inspected prior to use and no anomalies were noted. There was no adverse outcome or unexpected bleeding to the patient. As a result, there was a 10 minute delay in the procedure due to trouble shooting of the transducer. No other equipment was replaced during the procedure.